Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that while moving the shipment inside the building, a male (one of psws) cut his index finger on the plastic band holding packaging together. It required a band-aid, not stitches. A 67 yr old female who works in the environmental service department strained her back. She had tightness in her back afterwards. Internal incident reports are on file at facility. No indication of lost time for either. Complaint #140509 was entered into our system.